Event description:
Hamilton medical ag received the following event description: the device alarmed with ¿panel connection lost¿ alarm repeatedly while the patient was using the device. The alarm would trigger and then clear. Therefore, hospital staff discontinued use of this c6 unit, replaced it with another c6, and continued treatment. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.